Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, both t implants of the fast fix device deployed at the same time. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).